Event description:
Caller reported a malfunction in their tandem pump. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.